Event description:
Following a case after using the dur-8 scope, the outer covering of the bending section had become detached from the covering of the working section at the point where they overlap. This allowed fragments of the plastic to fragment. There was no pt harm.

Manufacturer narrative:
Upon receipt, a visual inspection of the image and exterior of the instrument was performed. The deflection was tested and the instrument was leak tested. Findings: the instrument had a scratch on the shaft leading up to the proximal biothane and the proximal biothane was partially missing. There is no other physical damage to the instrument. The image has a black and gray fiber in zone 4 but still passes per sp=282. The deflection is slightly low and the scope does not leak.